Event description:
It was reported by the rep that the surgeon completed the lap chole successfully. Post-operatively, the pt had complications. An x-ray was completed and it was visible to see that the clip was no longer on the duct. The pt had a stent placed in the duct and as a result was in the hosp for two or three extra nights.